Event description:
Manufacturer's investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.